Event description:
It was reported that the procedure was to treat a lesion located in the internal carotid artery. It was reported that after successful placement of an acculink stent, the retrieval catheter was flushed during preparation; however, the tip of the retrieval catheter could be not advanced on the barewire of nav 6. All attempts to advance the retrieval catheter on the guide wire failed. A new retrieval catheter was used to complete the procedure successfully. There was no adverse patient effects or clinically significant delay in the procedure reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to position was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.